Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the photographs identified two labeled devices are seen inside a transparent plastic bag. The device labeled as left side in the photos is seen broken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bilateral rupture.

Event description:
Patient reported left side history of breast cancer (non-device related). Healthcare professional later reported left rupture. The device has been explanted and replaced.